Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on saturday they were in their sister's pool and they got shocked. They were laying in a raft and they were kind of cockeyed and at first they thought they were getting stung by a bee or something so they felt down there and there was no bug. They got out of the raft and drove 20 minutes to get the programmer but they think it just quit on its own because when they would try to use the programmer they encountered a call your doctor message. During the call they were able to synch with their implant and got a por(power on reset) message. Discussed potential causes of por and redirected patient to their healthcare provider for device check. Patient plans to follow up with implanting physician but may be calling back for physician listings if needed.